Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for sodium (na) and potassium (k), and high chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. The customer stated that the samples were repeated after recalibration with results within reference range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for six (6) patient samples. The repeat results were not provided.